Manufacturer narrative:
The customer reported problem cannot be determined. The device passed all required testing and specifications, and released back to the customer. This device was evaluated through the service repair process. Upon visual inspection the service technician noted that they received unit with rear case damaged at the bottom and the module latch is missing. Customer declined repair. (B)(6). A review of the device history record for sn (B)(4) was performed from date of manufacture 08/12/2019 to present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly found to be damaged. It was reported there was no patient involvement.